Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's status was okay.

Event description:
It was reported that stent damage occurred. A 3.50x28mm promus premier¿ stent was advanced to the target lesion however, it was noted that the stent was damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).